Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead exhibited low pacing lead impedance. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of low impedance was confirmed. The cause of the reported event was isolated to damage sustained during the surgical procedure. The lead was otherwise normal.